Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, the articulating knob broke during the case. Another device was used to complete the case. There was no consequence to the patient.